Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14th oct 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, the anchor broke during insertion. This was detected during a fracture of the right tibial plateau surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1934bcf-2. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-1934bcf-2 suturetak®, batch 15348041, was received for investigation. Visual evaluation identified that the anchor was fractured. Functional testing could not be performed due to the extent of the device's damage. The observed damage is most consistent with use-related factors, including misaligned insertion and prying or excessive forceful leveraging of the device during use. Based on the physical evidence observed, the complaint allegation is confirmed. Refer to the investigation photographs.